Event description:
The customer called stating that not all of the numbers are coming up on the display specifically the bottom half of the second and third number. During the troubleshooting process, it was determined that several segments were missing from the 10s and units position. A request was made to return the meter for evaluation. In the meantime a replacement unit has been provided. The customer has been invited to contact the 24/7 customer service line should any problems or questions arise.